Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was exposed to moisture and alarmed button error. Advised the customer to discontinue use of the insulin pump and revert to back up plan. Troubleshooting was performed. The customer stated that the insulin pump has fluid in the reservoir compartment, and a blank display. During the call, the customer mentioned being hospitalized due to keytones and diabetes ketoacidosis. The blood glucose reading was over 600mg/dl. The customer stated that the events leading to her admission was nausea and excessive thirst. No further info provided.